Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse found the mc (module chemistry) sample probe syringe was loose at the t-valve and replaced the syringe. The fse also replaced mc sample probe wash collar valve, no further leaking or level sense errors were observed.

Event description:
The customer reported a contained leak from the mc (module chemistry) sample probe and level sense errors on a unicel dxc 800 pro synchron system. The customer tightened the top connection fitting on the sample probe; however the sample probe continued to generate level sense errors. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.